Event description:
Rptr alleged blood glucose result of lo (less than 10 mg/dl) immediately after an undosed test strip was placed in the meter on the active s sys. No actions were reported taken or treatments rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.